Manufacturer narrative:
The recipient's newly implanted device was successfully activated.

Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode was sliced along the lead, silicone damage near the array and an electrode contact was extruded prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed all of the electrical and mechanical tests performed. The residual gas analysis revealed nitrogen levels above the test limit. It is believed that this device was non-hermetic. Due to the presence of moisture getter, no signs of moisture were observed. This is not believed to be related to the return reason. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Event description:
The recipient is reportedly experiencing electrode extrusion. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.